Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - operating system: n5004l-am-q-mv01602-06-01.06. Cloud - hardware: n5004l. Cloud - cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their omnipod 5 pdm (personal diabetes manager) was emitting a burning smell, and the charging cable had melted into the pdm charging port. No impact on the patient's glucose levels was reported. The patient did not require medical treatment for the reported thermal issue. If additional information is received, a supplemental report will be submitted.